Event description:
The patient's husband reported that the patient's infusion device was continually beeping and "2.01" with four dashes was displayed on the screen. The husband stated that the power pack had "probably" been in use for over 4 weeks. The husband was instructed to insert a new power pack and the device functioned properly. The husband stated that the pt was aware of the power pack recall. He was advised that the issue had been corrected and to dispose of all power packs containing the old reference number. No physiological effects were reported. The pt did not require medical attention from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.